Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastrectomy procedure while in the transection of stomach, the device failed to fire. They loaded reload onto handle but would not fire after pressing the green button. The surgeon was not able to squeeze the handle of the device. The surgical time extended for 30 minutes due to these product problems. The surgeon used another product to complete the case. There was no patient injury noted.